Event description:
Patient (user) reported a urinary tract infection (uti) coinciding with his routine urinary catheterization regimen. Patient states he is not specifically claiming that the catheters caused his uti, but he noticed a few days after use that he developed one.